Event description:
Follow-up information indicated further surgical intervention to remove the distal end of the lead is not planned at this time.

Event description:
It was reported the patient's ((B)(6)) leads were being removed due to ineffective stimulation (reference MFR report: 3008829311-2017-00679 and MFR report: 3008829311-2017-00680). During the explant procedure, the physician encountered difficulty removing one lead. The lead broke while being removed and the distal end of the lead remained implanted in the patient.